Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 407652 implantable pacing lead,(B)(6) 2013. (B)(4).

Event description:
It was reported that the patient experienced chronic diaphragmatic/phrenic nerve stimulation. The lv (left ventricular) lead was explanted. During the implant procedure for the replacement epicardial lead, the lead was placed on the heart but kept falling off. The final placement resulted in high impedance across some vectors. The lead was implanted and remains in use. No patient complications have been reported as a result of this event.